Event description:
It was reported that during a laparoscopic nephrectomy, the reload fell out of the device and into the pt. The pt was converted to open procedure to retrieve the cartridge. It was also stated that the device cut, but did not staple. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.